Manufacturer narrative:
The patient's previous admissions for infections were reported under MFR # 2916596-2021-05811, MFR # 2916596-2021-05772, MFR # 2916596-2021-05808, and MFR # 2916596-2021-05771. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported driveline infection, prosthetic left knee infection, and patient outcome cannot be conclusively established through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists localized infection, driveline infection, and pump pocket or pseudo pocket infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of this document lists infection (localized, driveline, and pump pocket or pseudo pocket infection) as an adverse event that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas patient handbook also contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's cause of death of determined to be a chronic lvad driveline infection and prosthetic left knee infection since june 2020. The patient did not want to continue IV antibiotics or further readmissions.

Event description:
It was reported that the patient passed away on (B)(6) 2021 while on hospice. No additional information was provided.

Manufacturer narrative:
A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome cannot be conclusively established through this evaluation. It was reported the patient expired on (B)(6) 2021 on hospice. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.